Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was on vacation and called for help while changing power sources at the hotel. The spouse reportedly found the patient down. Initial review of the historical pump telemetry data at the hospital showed a pump off event. The log file submitted to the manufacturer for analysis appeared normal until the pump stoppage event due to a loss of power to the system controller. Subsequent events captured in the log file showed that power to the system controller was restored and the pump returned to operating at the set speed. The patient received bump on the forehead when he fell and was admitted to the hospital for observation. The patient is reportedly doing well.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, the reported pump stop due to the disconnection of power was confirmed through the evaluation of the submitted system controller log file. The patient remains ongoing on lvad support and no further related issues have been reported. The device¿s approved labeling provides details on exchanging power sources and warns that if both power leads are disconnected at the same time, the pump will stop. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.